Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. At what point did they see that the staples were ¿numerous¿? After firing and noticing that it transected but didn¿t form a proper anastamosis they requested a xray and noticed staples not formed and spread throughout tissue how was it confirmed that the anvil was attached properly? Unknown. What is the residents experience in firing the device? Was there any in servicing done prior to the procedure? The resident was supervised by the attending physician and was walked through the process. Inservice wasn¿t requested nor given to resident. What was the reason for extremely prolonged surgical procedure? Complications from the circular stapler misfire. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? It was expressed to me that it was a but difficult to close by the resident. I attended a case the next day and he explained that it was much easier to close this time than the prior misfire incident was the device difficult to fire? Unknown.. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Was a leak test performed? If yes, what were the results? N/a. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Staples were not properly formed but deployed. But an anastamosis wasn¿t formed. What is the status of the patient? The colostomy reversal was not success. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a ventral hernia repair and colostomy revision possible peristomal hernia repair the surgeon the doctor and his resident tried to reconnect a colon and the circular stapler staples didn¿t form properly and create the proper anastomosis yet the knife blade did transect the tissue. The attending was in the procedure and the resident fired the stapler. The patient ended up with an end ostomy. The procedure was delayed by four hundred and thirty minutes. Staples were numerous. They couldn¿t get them.

Manufacturer narrative:
(B)(4). Date sent: 01/11/2021. D4: batch # u5ce83. H6: component code = others (g07). Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.